Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30(scope communication error) occurred, no image was displayed, foreign objects in air water cylinder and tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on cable unit, b30 (scope communication error) occurred and no image was displayed, for the reported failure and remaining findings, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had scope communication error. The issue was found during inspection for use. There were no reports of patient involvement.